Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04406. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vault prolapse, enterocele and rectocele. It was reported that the patient underwent the concurrent procedures of a total vaginal hysterectomy and a cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain during bowel movements, infections, pelvic pain, dyspareunia, and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection, urinary frequency.